Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. Sections: g3, g6, h2, h6 type of investigation, investigation findings, investigation conclusions have been updated. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Through extensive complaint investigations, difficulty or inability in tracking the delivery system to the landing zone, including traversing the aortic arch and crossing the native annulus/bioprosthesis has not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events have historically been due to patient factors, poor guidewire management, damaged guidewire, and/or excessive manipulation of the flex wheel. The complaint for tracking difficulties has been confirmed based on the information available to date. Any updates or additional findings will be submitted in accordance with FDA reporting requirements. Available information suggests that patient factors (calcification, tortuosity) likely contributed to the event as provided information suggested tracking difficulties at the ascending aorta, with presence of a horizontal aorta, and moderate to severe aortic root calcification. Patient factors (i.e. Calcification, tortuosity, small vessel size, pre-existing vascular stent) may cause constrained sections of the anatomy that interferes with passage of the delivery system and causes difficulty during tracking/crossing. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Event description:
As reported by an edwards lifesciences affiliate in taiwan, regarding an implant of a 23mm sapien 3 valve in aortic position by transfemoral approach. The 23mm commander delivery system with the 23mm sapien 3 valve was navigating through the aorta with considerable manipulation and force was required to advance through this aorta. It was likely that part of this force was inadvertently transmitted to the wall of the ascending aorta. After valve deployment, while closing the femoral access site, the patient developed hypotension. Resuscitation and urgent echo was performed, revealing a rupture of the ascending aorta. The patient was immediately converted to open surgery. During the surgery, it was identifies a tear in the ascending aorta, which required partial replacement of the vessel. The valve remained in place and did not require revision. The surgery was completed successfully and the patient was transferred to recovery in stable condition. As reported by an edwards lifesciences affiliate in taiwan, regarding an implant of a 23mm sapien 3 valve in aortic position by transfemoral approach. The 23mm commander delivery system with the 23mm sapien 3 valve was navigating through the aorta with considerable manipulation and force was required to advance through this aorta. It was likely that part of this force was inadvertently transmitted to the wall of the ascending aorta. After valve deployment, while closing the femoral access site, the patient developed hypotension. Resuscitation and urgent echo was performed, revealing a rupture of the ascending aorta. The patient was immediately converted to open surgery. During the surgery, it tear was identified in the ascending aorta, which required partial replacement of the vessel. The valve remained in place and did not require revision. The surgery was completed successfully, and the patient was transferred to recovery in stable condition.

Manufacturer narrative:
E1 phone number (B)(6). Investigation is underway.